Event description:
Pt reported walking between the electronic security sensors at a (B)(6) store and experiencing a "buzzing" feeling in his head and a brief moment of disorientation. He further reports complete loss of therapy immediately subsequent to this event. The loss of therapy persisted and necessitated a visit to his hcp. The battery was unresponsive to interrogation in clinic, and therefore, assumed at end of service. Pt was admitted for outpatient for deep brain stimulator replacement. Interrogation of the new device revealed normal system conductivity in all monopolar and bipolar lead combinations. The hcp and pt was concerned about device longevity and the possibility that the cessation of therapy occurred as a consequence of an interaction between the device and a retail establishment's theft security system.